Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that the ot ultra meter were allegedly reading inaccurately erratic. These reports were received from various sources. The patients associated with this allegation ranged from 60 to 64 years old and there is no weight data available. Of the reported patients; none were male, 4 female and 8 were unknown.